Event description:
Report of explant of device system due to "infection of pump site - staphylococcus" received per product return form. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.